Event description:
It was reported that there was low r-wave amplitude on the right ventricular (rv) lead. The lead was reprogrammed. The patient was enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drm, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. A 5076, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).